Event description:
A us distributor reported that a battery charger was unable to charge fails due functional issue.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem fails due functional issue) was confirmed. The yellow #1 light was flashing. The charger did not pass essential performance testing. The root cause could not be positively identified. There was no adverse event that resulted from the damaged charger.